Manufacturer narrative:
Product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had a loss of stimulation sensation and there were a sudden onset of symptoms. The change occurred about a couple of months ago. Since implant, the patient had experienced maybe 30% of symptom control. It was noted the patient would like to try to get better and would like to increase. The patient started at 0.50, was at 1.20, and then increased it to 1.75v. No outcome or interventions were provided regarding this event, so additional information was requested. If additional information is received, a supplemental report will be sent.